Manufacturer narrative:
Batch review performed on 14 june 2021. Lot 155441: (B)(4) items manufactured and released on 02-feb-2016. Expiration date: 2021-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved. Batch review performed on 14 june 2021. Gmk-sphere 02.07.1204l tibial tray fixed cemented, size 4 l (k090988), lot 2004083: (B)(4) items manufactured and released on 28-aug-20201. Expiration date: 2025-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
6 months after the primary, the patient came in reporting instability. The surgeon revised the tibial components.